Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported there was a potential problem with the catheter. The patient¿s dosing was increased and the patient did not have much relief. The prior catheter (B)(6) study was inconclusive and the healthcare provider (hcp) reported no volume discrepancies at refill. The patient¿s pump was within seven months of the elective replacement indicator (eri) and the patient was being supplemented with oral baclofen until replacement. At refill on the date of this report, the healthcare provider (hcp) gave the patient a 200mcg bolus without much relief in the patient¿s spasticity. The patient was having increased upper extremity spasticity. The patient was to be sent for a catheter revision and pump replacement soon; however, no date was given at this time. The patient¿s status at the time of this report was ¿alive-no injury.¿ it was further reported this man had problems with spasticity treatment for about two years, which had necessitated increasing the dose and concentration. The patient¿s pump currently was near eri and it was working less well. The physician suspected that the catheter was leaking and a break, tear, or hole was suspected; however, it was unknown what or where the catheter issue was. Patient symptoms were reported as ¿more spasticity¿. The patient had a pump replacement procedure on (B)(6) 2014 and the catheter was noted as being patent. The patient was ¿doing well.¿ the pump was being used to deliver compounded baclofen. If additional information is received, a follow-up report will be sent.